Event description:
It was reported that the diagnostic information could not be opened and the display showed invalid data. The patient declined a replacement device and a clear data was performed. Two tests of symptomatic recordings were then successfully interrogated. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed a data mismatch; parity error.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).